Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. Also a crease was noticed on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor received the device history record of lot number 6521940 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 11/01/2011 and expiration date is (B)(6) 2015. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation on the right breast implant. The deflation was diagnosed by visual exam by the healthcare professional on (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On, 03/16/18, mentor has received information that the patient undergone removal of completely deflated saline mentor smooth round moderate profile 300cc breast implant on (B)(6) 2018 as planned by the healthcare professional. The implant was inspected by the healthcare professional and was noted to have a small hole in its periphery where it was leaking from. The inspection of the pocket revealed no abnormalities or sharp edges. The patient left the surgery in stable condition. There were no complications during surgery and the surgery went well. On 03/20/18, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).